Event description:
During procedure, bipolar cord had to be held by circulator for stabilization into bipolar ports. Provider notified. Procedure completed without complication. After procedure, flaw found on bipolar cord. No reported harm.